Event description:
A laser technician reports the pt's eye moved during the flap creation and the flap turned out slightly elongated. The surgeon was able to lift the flap with no issues and complete the lasik procedure. No pt harm was reported.

Manufacturer narrative:
Samples were not returned for eval. A review of this complaint class, irregular flap, for this system for the previous 12 months showed one other complaint. A root cause has not been identified. (B)(4).